Manufacturer narrative:
The device has been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device "does not function." The device was used during surgery. No injury or medical intervention occurred. It is unknown if surgical delay occurred. There is no additional information provided.